Event description:
It was reported that the ventilator's nozzle unit was replaced. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No ventilator logs was provided and the replaced nozzle unit was not returned for investigation. The root cause of the reported problem has not been determined.